Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the cystonephrofiberscope instrument channel port was detached. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the instrument/biopsy channel port was missing (detached). Additionally, the adhesive on the rubber covering in the bending section was lifting. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.